Event description:
It was reported that on interrogation prior to implant the cardiac resynchronization therapy defibrillator (crt-d) was showing the gray bar status even though it had been at room temperature for over twelve hours. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).